Event description:
It was reported that prior to a generator chang-out, noise was noted on the right atrial (ra) lead. This led to oversensing and inappropriate mode switching (ams). The lead was capped on (B)(6) 2025 and replaced. The patient was stable.